Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device did not meet specifications during a shaft leak test. Further investigation revealed the pi irrigation tubing had been fractured near the irrigation tubing transition near the deflectable portion of the catheter shaft, consistent with the failed shaft leak test, fluid ingress, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured irrigation tubing could not be conclusively determined.

Event description:
This report is to advise of an event noted during analysis which revealed a leak in the catheter.